Manufacturer narrative:
(B)(4). Batch # unknonw device analysis: the analysis results found that the tt012 device was received with the sleeve/cannula broken. One possible cause for the damage found on the sleeve/cannula, may be excessive external load placed on the device. The reported complaint was confirmed. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the sleeve was damaged when it was used with the trocar was inserted into it. Another device was used to complete the case. There were no adverse consequences to the patient. There were no missing pieces. No further information is available.